Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k020332. Additional manufacturer narrative. The returned rt127 infant breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a visual inspection revealed that the right inspiratory heater wire pins were bent. This prevents the adaptor from connecting to the heater wire socket. A heater wire adaptor could not be connected to the inspiratory tube heater wire plug. A lot check revealed no similar complaints for similar products with lot number 090203. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt127 infant breathing circuit had a bent pin. As the bent pin was observed before use, there was no patient consequence.